Manufacturer narrative:
The lead remains in service without further complications. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, this right atrial (ra) lead exhibited a decrease in pacing impedance measurements. It was reported that measurements of less than 100 ohms were recorded in the daily measurements. The pacing configuration was reprogrammed to unipolar, with stable pacing impedance measurements noted. However, noise and oversensing were observed in unipolar. Therefore, the lead's sensing configuration was reprogrammed to bipolar. The physician planned to continue monitoring the lead for further changes in impedance and sensing. A lead insulation breach was suspected. No adverse patient effects were reported.